Event description:
It was reported that over-sensing of noise was observed on the right ventricular (rv) lead via a review of remote transmission. The patient underwent a revision, and the rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.